Event description:
Pt was being transferred in the hoyer lift. She leaned to her right quickly and looked at the floor and fell out of the sling on the right side. Resident had been transferred hundreds of times in this manner, with the same sling and consistent staff and never had this unexpected movement.